Event description:
The customer reports the hub of the double lumen sheared off. The device was removed and replaced.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material and adhesive residue. Visual examination revealed the distal luer hub was separated from the extension line adjacent to the luer hub. The luer hub was returned. Microscopic examination of the point of separation revealed the extrusion had rough edges. The length of the distal extension line body measured 1.56" which is within the specifications. The inner diameter of the extension line body measured to be 0.058" which is within specifications. The outer diameter of the extension line body measured to be 0.094" which is within specifications. This indicates that the wall thickness measured within specifications. A manual tug test confirmed the proximal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " a CAPA has been initiated to further investigate this issue. Corrective action has not yet been implemented. The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. An increase of extension line leaks and separations has warranted a CAPA to further investigate the issue. The probable root cause has not yet been identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the hub of the double lumen sheared off. The device was removed and replaced.